Manufacturer narrative:
Additional information: a 200mm lesion was treated in the patients external iliac/ superficial femoral artery (sfa) and popliteal arteries. High calcification is reported. Tortuousity is reported as high in the external iliac/low in sfa and popliteal. It was reported that the tip of the device broke while the device was in the patient. The tip detached at the target lesion. The guidewire did not prolapse. The tip did not separate at the hinge pin. No resistance was experienced during withdrawal of the atherectomy system. The spider was removed and all parts of the hawkone came out with it. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone to treat. The device was prepped with no issues. It was reported that the tip of the device broke while the device was in the patient. No patient injury was reported.